Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states there was a crack in the hub. Sprayed doctor's assistant in the face when attempting to inject local medication. Says this has happened before also.

Manufacturer narrative:
Device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was 1 sample (opened) submitted with this complaint. The syringe / injection device used by the customer was unknown, since this product is sold as the needle only and the injection device was not returned with the sample. A visual inspection of the needle identified two cracks in the hub that were approximately 180 degrees apart, running axially along the luer connection. The lugs of the hub had gouges on their exterior and one of them had a piece that was cracked and slightly dislodged from the surface. The sample was inspected for luer leakage and failed testing. The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m root caused investigation was conducted and identified the most likely root cause due to over-torqueing by the user when they attached the needle to the syringe / injection device. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and hub leakage testing. The lot met all defined acceptance criteria and was released. The root cause for the reported condition cannot be specifically identified based on the investigation findings and available information. Therefore, no corrective and preventive action (CAPA) is necessary at this time. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.